Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was physically damaged and the wires within the connector were thermally damaged. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated problem, a reportable issue was found. Monitor sn (B)(4) was unable to complete incoming functional testing.